Event description:
Reporter stated that patient received the following results on the mobile system compared to a professional meter within 10 minutes: 26.0 mmol/l and 18.0 mmol/l (mobile system ) and 5.0 mmol/l (professional meter) the customer "felt unwell" and was shaking at the time of these results. No actions taken based on device results. No treatment required. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.